Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this type of damage was indicative of a device that had been over heated, which caused the thermistor to be go bad. When this happened an e6 error was displayed. The assignable root cause was determined to be due to customer misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device was found to have an e6 error code. The event was not related to surgery. There was not patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.